Event description:
Multiple attempts to seat guide cath and advance csi for rotational atherectomy in lad; had to use adjunct equipment to cross lesion- viper wire product # gwc12325lg-ft, lot # 554923-1 used in lesion# 1 (cx) and redirected down lad with telescope guide extension catheter; resistance and difficulty advancing to pass lesion- noted after positioning that viper wire tip sheared off in lad. Wire trapped with stenting- no adverse outcome; case started at 1507 7/15. At approx 2213 noted hypotension noted- call for stat echo and intubation- noted that rfa access site (after perclose failure) manual pressure held. Lfa site (impella placement) as well. Rfa site developed a significant hematoma into scrotummultiple staff holding pressure and emergency blood transfused- albumin transfused; central line place, swan placed - pt transferred to ICU.